Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a motor malfunction alarm when turning on the device. The account rebooted the device and tried with another console but still received the same alarm. The pump malfunctioned during a training class so no patient was involved.

Manufacturer narrative:
Section h3, h4, h9: additional information. Manufacturer's investigation conclusion: the reported event of a motor alarm was confirmed via testing. The centrimag motor (serial #: (B)(6)) was returned for analysis. The motor underwent a resistance test and an open connection was noted in the motor cable was manipulated at the motor end bend relief. The motor underwent an insulation test and passed. The motor was connected to a mock loop and ran as intended. The motor was forwarded to the service depot and was evaluated and tested under work order #(B)(4). The reported event was able to be duplicated and verified. The motor was connected to a test console and flow probe and upon start up, a m2 motor disconnected alarm was active. The motor was subsequently scrapped. The motor cable was visually inspected, and no issues were found. The root cause for the reported event was conclusively determined to be due to an open connection in the motor cable near the motor end bend relief. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing this event.